Event description:
It was reported that the atrial lead exhibited loss of capture. A chest x-ray revealed lead dislodgement. The lead was repositioned successfully on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.